Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The battery depletion was found to be normal and met expected longevity. (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing: 1 - ventricular nst=200 ms on (B)(6) 2010 16:59:11. Sensing - interference/noise: ventricular short interval count v-sic=90 counts avg/day, in 5.98 days, between (B)(6) 2012 12:11:44 and (B)(6) 2012 10:37:18.

Event description:
It was reported that the patient required a second shock to defibrillate from ventricular tachycardia (vt). The first shock was low voltage. It was also noted the right ventricular (rv) lead displayed oversensing. The lead was capped and replaced and the device was explanted and replaced. No patient complications have been reported as a result of this event.